Event description:
The pacemaker was implanted in the beginning of 2015. During a follow-up performed on (B)(6) 2016, atrial impedance was reportedly measured above 3000 ohms for several weeks. A re-intervention was planned on (B)(6) 2016. The day of the re-intervention, the atrial impedance was reportedly measured several times around 500 ohms, and in different positions of the patient. Therefore, the re-intervention was cancelled. Preliminary analysis results showed that an intermittent lead issue or lead/pacemaker connection issue is suspected at atrial level.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted in the beginning of 2015. During a follow-up performed on (B)(6) 2016, atrial impedance was reportedly measured above 3000 ohms for several weeks. A re-intervention was planned on (B)(6) 2016. The day of the re-intervention, the atrial impedance was reportedly measured several times around 500 ohms, and in different positions of the patient. Therefore, the re-intervention was cancelled. Preliminary analysis results showed that an intermittent lead issue or lead/pacemaker connection issue is suspected at atrial level.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The pacemaker was implanted in the beginning of 2015. During a follow-up performed on (B)(6) 2016, atrial impedance was reportedly measured above 3000 ohms for several weeks. A re-intervention was planned on (B)(6) 2016. The day of the re-intervention, the atrial impedance was reportedly measured several times around 500 ohms, and in different positions of the patient. Therefore, the re-intervention was cancelled. Preliminary analysis results showed that an intermittent lead issue or lead/pacemaker connection issue is suspected at atrial level.